Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient had vt/vf and received unsuccessful shocks. The patient was in the ICU and resuscitated externally and treated with intravenous medications. Intermittent undersensing was observed after the device shock for vf leading to false return to sinus diagnosis. Device interrogation and lead testing revealed satisfactory electrical measurements. Programming changes were made. The patient is stable and will be monitored with routine follow-up.